Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-103- finger removed from strip before strip had sufficient time to fill. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 blood glucose results accompanied by symptoms. (B)(6) (sister) is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling agitated accompanied by increased thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of e-2 and 393mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/19/2019 and open vial date is 11/15/17. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :393mg/dl date:(B)(6) 2017 time:03:41 pm fasting, result 2 :41 mg/dl date:(B)(6) 2017 time: 03:34 pm control test. Customer does not know their normal fasting glucose range. Customer is new to this meter and has only tested with one glucose reading of 393 mg/dl fasting and a reading of 41 mg/dl control solution. Customer will seek medical attention after call regarding hyperglycemic symptoms.